Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was observed on the right atrial (ra) lead on current and stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.